Event description:
It was reported that air was observed in a homechoice automated pd set with cassette. This occurred while the patient was connected for the first fill cycle of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that could have caused the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.